Event description:
A hospital in (B)(6) reported that the temperature/flow probe could not be inserted in the temperature/flow probe port of the inspiratory limb of an rt212 adult breathing circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt212 breathing circuit was visually inspected. Results: visual inspection revealed that the inspiratory elbow was incorrectly assembled: the grommet was found to have been placed incorrectly in the elbow. A lot check revealed no other complaints for lot 110625. Conclusion: the complaint device was out of specification as the incorrectly assembled elbow prevented insertion of the temperature flow probe. During assembly the operator had placed the grommet incorrectly into the elbow and this had not been noticed during the inspection phase.